Event description:
A us distributor reported that a battery was unable to power on a monitor and had damaged battery contacts.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor, damaged battery contacts) was isolated to the battery connector being damaged, causing the dividers and pins to be bent and not fit into the monitor. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged battery.